Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on 12/09/2016 that on (B)(6) 2016 the receiver initialized without a manual restart. No additional event or patient information is available. The receiver was returned for evaluation. A visual exterior inspection was performed on the receiver and it passed. A global receiver functional test was performed on the receiver and "call tech support" error was observed on the screen. The functional testing could not be performed because of the call tech support error. The complaint of receiver initialization without a manual restart was not confirmed. The root cause could not be determined.